Event description:
It was reported the videoscope air/water nozzle was clogged with foreign material making it impossible to supply the air or water. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Correction to b5 of the initial report. The issue was found during device evaluation without any report of patient involvement.

Manufacturer narrative:
Correction to b5, please see b5 for further information. Correction to g3 of the initial medwatch. The aware date should be 22apr2024. Correction to h6 impact code this report is being supplemented to provide additional information based on results of the device evaluation, the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that black foreign material clogged in the nozzle. A component analysis found the material to be silicone-based. However, since silicone-based materials are used in various applications, it could not be identified from this analysis and a definitive root cause of this event could not be determined. Olympus will continue to monitor field performance for this device.